Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. Customer¿drank juice ¿to address bg.¿ no additional patient or event information was available.